Event description:
Pt reported that in 2004 at 10 pm pt went to the e.r. Due to high blood glucose (pt's glucose meter gave a reading of "hi")--treatment received: humulin r. Prior to going to e.r., pt gave themselves a total of 120 u of insulin via boluses, but was unable to bring their blood glucose down.